Manufacturer narrative:
This report is filed february 24, 2016. The device is currently unavailable.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 for reasons unrelated to the device. The device has not been made available for analysis as of the date of this report, february 24, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted as the patient reported it caused them headaches.